Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during priming. Customer reported that the most recent no delivery alarm occurred within one week of the call. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.